Event description:
Device issue: none. Adverse event: occlusion. Time of adverse event: after vessel closure. It was reported that a physician in training in the use of the prostar xl device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after the procedure, a routine ultrasound revealed an occlusion causing an unspecified hemodynamic issue. The occlusion was successfully treated with percutaneous transluminal angioplasty from the contra lateral site. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.